Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump has rebooted on 4 different occasions within a 1 month period. The pt claimed the most recent self-reboot occurred on the evening of (B)(6) 2011. There was no adverse event associated with this complaint. During troubleshooting, the pt reported that the pump has original battery cap from (B)(6) 2010. The pt denied damage to the battery cap and confirmed that the battery cap fit was tight. The pt also confirmed there was no visible damage to the pump's battery compartment and the threads of the compartment were not stripped.